Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that 8 motion batteries needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the motion batteries needed to be replaced. It was noted this system a non-clinical unit. This issue was noted outside of a procedure, and there was no patient involvement.